Event description:
The user received questionable ion selective electrode (ise) sodium results that were discovered when a doctor questioned the low results. The user estimated there were 60 to 80 corrected reports sent out. Data was only provided for five patient samples, of which the results for four were discrepant. The repeat testing was performed on (B)(6) 2011. All results are in mmol/l. Patient sample 1 original result was 144 and the repeat result was 155. Patient sample 2 original result was 130 and the repeat result was 138. Patient sample 3 original result was 134 and the repeat result was 143. Patient sample 4 original result was 134 and the repeat result was 143. All of the original results were reported outside the laboratory and the repeat results were considered to be correct. There were two additional patients that were not discharged as soon as they would have been otherwise based on the low sodium results. The user was not aware of any patient being treated or affected in any way because of low sodium results. The sodium electrode lot number was l13 with an expiration date of (B)(6) 2012. The user replaced the reference electrode and it appeared to have resolved the issue but they found salt buildup around the electrode at that time. The field service representative determined there was a mechanical failure of the cam lever assembly not holding the electrodes tight. He replaced the cam lever assembly and the electrode block o-rings. To verify the analyzer operation, he performed an instrument check, an ise check, calibration and quality control. All controls were acceptable to the user and the system was performing to specifications.

Manufacturer narrative:
Result: the cause was a mechanical failure of the cam lever assembly.